Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Discarded.

Event description:
The sales associate reported the second band of the 360 broke during step two of the procedure. He confirmed during the second step where there is pressure applied to reduce the bands, the second band broke. The surgeon used a pair of reducing forceps to remove the second band and the plate the band was to secure. The surgeon then fixated the patient with two four hole l plates and screws from the sternal-blu plating system.